Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 499 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the prime test. Unable to perform the test again with a new infusion set and reservoir as the nurse had no more supplies with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.